Manufacturer narrative:
Per the clinic, it was reported that the patient experienced extrusion of the receiver stimulator.

Manufacturer narrative:
This report is submitted july 18, 2018.

Event description:
Per the clinic, the patient developed an infection at the implant site three months post implantation. The patient was subsequently administered antibiotics and the device was explanted on (B)(6) 2018. The patient was reimplanted contralaterally with a new device during the same surgery.